Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. No failed battery test alarms were noted. The insulin pump was received with a slightly corroded battery cap contact. No cosmetic damage was noted.

Event description:
The customer reported that the insulin pump alarm failed battery test. Customer was changing the battery and got failed battery test. Troubleshooting was done. Customer's blood glucose was 120 mg/dl. It was found that battery cap was damaged. Advised the customer the battery cap would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).